Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.50/1.5/127 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found optic torn and haptic torn. (B)(4).